Event description:
The patient called animas on march 19 reporting that the pump lost prime three to four times per day. She said, the issue started about three weeks prior to calling animas and was getting worse. She reported a blood glucose level of 517 mg/dl on march 18. She did not mention any symptoms and completed an infusion set change at that time. She gave an injection of insulin via a syringe and her blood glucose levels came down. She is normally able to prime and bolus the pump without losing prime. The patient said, she has used different cartridges but not from another box. The patient said, she would begin to use cartridges from another box and lot number. This complaint is being reported because, the pump reportedly lost prime frequently and the patient experienced a blood glucose level indicative of hyperglycemia.

Manufacturer narrative:
(B)(4): a visual inspection of each cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed on each cartridge with no failures observed. There was no defect found on investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.